Event description:
On (B)(6) 2011 got essure implanted and these are my side effects, heavy periods, severe cramping, painful bloating, hot flashes, chest pain, back pain, spotting between periods, vaginal discharge, mood swings, pink rashes, insomnia and dry skin.